Event description:
This pt has not been using her device for the past four years. When the pt was soon in the cochlear implant center, her external magnet would not stay on. When the pt went home, her head reportedly swelled with a possible infaction. Her physician prescribed antiboitics. He recommended the device be explanted due to non-use and to reduce the possibility of future infections.